Event description:
A positive advia centaur troponin ultra result was obtained on a pt sample. The pt sample was repeated twice. Both repeat results were negative. The false result was not reported to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin result is unk. The instrument is performing within specifications. No further eval of the device is required.